Event description:
It was reported that during a cryo ablation procedure, the patient experienced paralysis to the phrenic nerve under fluoroscopy with no twitching response. A slight recovery of the phrenic nerve was observed and the procedure was continued and completed with cryo. It was noted that an x-ray was scheduled the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: clinical data files were received and analyzed. The files did not show system notices or issues for the date of the event. No product was returned for analysis. This was a clinical issue that could not be confirmed through data analysis. .

Event description:
Follow up was unable to confirm complete recovery of the phrenic nerve injury, and no intervention or extended hospitalization was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.